Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen while the customer was viewing the bolus history. Customer plugged the pump into a power source and the screen cleared. Customer had elevated blood glucose (bg) levels (300 mg/dl). Customer addressed elevated bg levels via the pump.